Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that, during hyphema washout surgery an anterior vitrector connected to an ophthalmic operating system stopped working and the system message was displayed. The procedure was completed with as much cleanup as possible using the standard irrigation/aspiration (I/a) handpiece for irrigation and aspiration, operating in cataract mode without any patient harm.